Event description:
It was reported that customer emailed technical support with a concern and attached photo for review, but no specific issue or product problem was described. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.